Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery and motor tests. No motor error alarm was noted. The insulin pump had missing segments due to a cracked zebra connector on lcd. The pump had a cracked display window corner, a scratched lcd window, broken belt clip slot at battery tube threads area, and a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm. Customer's blood glucose was 8.5 mg/dl. Customer was advised that the insulin pump will need to be replaced.